Event description:
Customer contacted customer service to inquire if a reading variance of 20 or 40 points on her adc blood glucose meter is considered to be normal. No specific readings were reported. Customer further reported she self-injected glucagon. Multiple, unsuccessful, attempts to contact the customer to gather additional information have been made. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The meter's serial number is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.